Manufacturer narrative:
Batch review performed on 01 april 2021: lot 1905245: (B)(4) items manufactured and released on 06-nov-2019. Expiration date: 2024-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary performed in (B)(6) 2020. Following tibial loosening, the surgeon revised the tibial tray and insert in (B)(6) 2021.